Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multipurpose system. The user reported that the "system crashed into the floor during a case". We are not aware of the impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the event reported.

Manufacturer narrative:
Siemens completed the investigation of the reported event. The investigation showed that the fault described in the complaint was the result of a collision of the c-arm with an unknown obstacle. This collision occurred during a user-controlled system movement. The movement axis of the system affected by the complaint is equipped with a slip clutch. In the event of a collision, this slipping clutch is released for safety reasons and re-engages in the next mechanical detent position. This is a countermeasure to the error (collision) generated by the user, in order to prevent uncontrolled cracks in the system's mechanics and ultimately to prevent possible danger to persons. After a collision and after the slipping clutch has been engaged as described above, the system remains ready for operation in order to continue and complete the current clinical process or examination, but user-controlled movements are only possible at reduced speed for safety reasons. In addition, the system repeatedly displays messages to the user, advising him to contact the service department to have the damage repaired immediately. As long as the system is not serviced and the slipping clutch is not returned or adjusted to normal position, at the zero-degree position, the force level for re-engagement of the clutch is reduced, which will continue for any further collisions. The force required to prevent additional unintentional movement under gravity is applied by the slipping clutch. The movement is deliberately blocked after a few degrees and the system is thus no longer operable. In this respect, this is not a malfunction of the system, but a mitigating measure to prevent further damage. The operator's manual contains appropriate instructions about the system movement and how the operator can avoid a collision. A system malfunction could not be detected, and the system is operating as specified. The affected slipping clutch has been re-engaged by the local service organization. The error mentioned in the complaint has not again been reported since then. Further action is not warranted at this time.